Manufacturer narrative:
Additional information: a1, b2, b3, b5, b6, b7, d10, h6 and h11. B5: upon follow-up, it was reported that, the cause of peritonitis was due to a break in aseptic technique. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. One day prior to the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (500mg, intraperitoneal every 5 days, discontinued) and ceftazidime injection (250mg, intraperitoneal, once daily, discontinued) for peritonitis. Seven days after hospital admission, the patient was discharged. It was reported that the patient was retrained on proper aseptic technique. Pd therapy was discontinued and the patient was shifted to hemodialysis (ongoing). The patient recovered from the peritonitis event. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever and vomiting. It was also reported that the patient experienced an unspecified infection. The cause of the peritonitis and unspecified infection were not reported. It was reported that the patient was hospitalized due to another indication. It was reported that the patient "was not treated with a drug for the events." It was reported that the patient recovered from fever and vomiting. It was also reported that the patient was discharged from the hospital. On an unknown date, the patient was readmitted to the hospital for an unspecified infection. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.